Manufacturer narrative:
(B)(4). The reported condition was confirmed during device evaluation. The force sensing resistors (fsrs) were found to be damaged and were replaced to resolve the reported condition. If additional relevant information becomes available, a follow-up MDR will be submitted.

Event description:
The facility representative reported a flogard infusion pump that alarmed failure code 38. This event was reported to have occurred upon power up. There was no patient involvement, injury or medical intervention related to the reported condition. No additional information is available at this time.